Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided is limited, no medical records or product identifiers have been provided. Without a lot number a review of the mfg records could not be conducted. We have contacted the initial reporter to request additional info. Infection, fistula, and adhesions, are all known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. An unresolved infection, however, may require removal of the prosthesis." The warning section of the IFU also states "ensure proper orientation; the solid white surface (eptfe) must be oriented against the bowel or sensitive organs. Do not place the mesh surface against the bowel or sensitive organs. There may be a possibility for adhesion formation when mesh is placed in direct contact with the bowel or viscera." Additionally, no sample has been returned for eval. With the currently available info, no conclusion can be drawn. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol: it was alleged that a pt underwent hartmans procedure in 2008 for colovaginal fistula and that a "composite parastomal patch" was placed during this primary operation to prevent parastomal hernia. It was alleged that this did not work and the pt developed very large parastomal hernia, and the pt was then admitted as an emergency with abscesses in the abdomen and previous incision; with small bowel fistula and infected mesh which caused significant inflammation of about 1 m of small bowel. It was alleged that after five yrs the pt developed small bowel fistula and abscesses due to erosion of mesh into the small bowel.